Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the functional tests due to the button/keypad anomaly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a keypad anomaly. The caller stated that the customer had been in a car accident in (B)(6), but it was not diabetes related. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.